Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The struts in the first proximal stent strut row were flared. The stent struts in the second proximal stent strut row were deformed. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diamter was measured and the result was within maximum crimped stent profile measurement. The proximal balloon cone appeared puffed however, both balloon cones were wrapped and folded with visible creases and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.25mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.